Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned mini trek catheter noted blood and contrast visible in the inflation lumen and the loosely-folded balloon. This is consistent with the reported use of the device and a leak or balloon rupture. A new indeflator was used in an attempt to pressurize the catheter and the analysis confirmed that there was a pinhole in the balloon over the distal marker. Physical resistance during advancement can be affected by numerous factors including, but are not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the catheter, and interactions with other devices or accessory device support. Scanning electron microscopy analysis concluded that the balloon failure may have been attributed to mechanical damage to the outer surface. The leak was found on the edge of a fold with a pinched appearance. Additionally, longitudinal lines of mechanical damage were also observed adjacent to the leak on the distal end of the balloon. There was also a slight ridge noted on the distal marker. As there was no report of any leaks noted during preparation for use, this may indicate that the rupture was not present prior to the procedure. No patient anatomical information was provided, which may have aided the investigation. However, based on the investigation, the balloon material likely became damaged (scratched) from interaction with the deployed stent as it became stuck, causing it to rupture upon inflation attempt. It was reported that the balloon was not soaked in saline during device preparation prior to use. It should be noted that the IFU states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. If the balloon is not submerged in saline during balloon preparation to activate the hydrophilic coating, this can contribute to a balloon rupture. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Additionally, during manufacturing, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify the rated burst pressure and balloon integrity. Based on the information provided and the analysis of the returned product, the reported physical resistance and subsequent balloon rupture appears to be related to an interaction with the deployed stent and thus operational context of the device. There does not appear to be any indication of a product quality deficiency.

Event description:
Subsequent to the initial medwatch report, the following information was received:the mini trek catheter was prepared outside the body; however, the balloon was not soaked prior to use, as specified in the instructions for use.

Event description:
It was reported that after deployment of a xience v stent in the proximal left anterior descending artery, the kissing balloon technique (kbt) was used with the trek balloon catheter in the first diagonal artery. However, the trek balloon caught on the xience v stent during advancement and during inflation the balloon ruptured. A new trek balloon was used to complete the kbt. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.